Manufacturer narrative:
The pod was received not deployed with the needle cap still attached. The linkage assembly was observed to be partially extended, indicating that the needle mechanism fired into the needle cap. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. Inspection found no damages or manufacturing deficiencies that would result in the needle mechanism deploying early. Though no issues were observed, it could not be conclusively determined when the needle mechanism deployed. The exact cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone17.2 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.